Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the dr went back in with a scope and found the capsule had fallen into the stomach, the capsule was recovered. The patient was not injured following the procedure. Another capsule was placed normally.